Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the egms and episode counts were missing and not clearing alerts appropriately. It was suspected that the cause of issue could be with the device or merlin.net. The patient was stable. No further information is available at this time.